Manufacturer narrative:
Final analysis revealed that the no delivery alarm had fallen out of design specifications due to faulty force sensitive resistor (fsr). Unit had error message to a defective component on circuit board. All buttons functioned properly and no damage was found on keypad.

Event description:
Customer called to report that she was having problems eith the buttons responding. Customer also stated that she was hospitalized wiht high blood glucose levels and ketones. Customer declined to troubleshooting. Sending replacement pump.